Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting paramedics due to symptoms (unconscious). Test strips were not returned for evaluation - customer returned incorrect test strips. Meter was returned for evaluation. Product testing was performed and no defect found. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-134: user has low glucose value. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. Daughter-in-law is calling on behalf of the customer. The customer is concerned with test results from results obtained of 44mg/dl am fasting. The customer¿s expected am fasting blood glucose test result range was not disclosed. The customer feels well and did not report any symptoms. Caller stated that on (B)(6) 2022, she had found the customer unconscious and had called 911. Prior to the ambulance's arrival, caller had performed blood test on customer and obtained the result of 44mg/dl. The paramedics had arrived a few minutes and performed a blood test using their meter and also obtained result of 44mg/dl. The diagnosis was low blood sugar and they treated customer with unknown medication. Customer was not transported to the hospital; customer was advised to eat and follow-up with her doctor. The following day customer had gone to see her doctor who recommended she test more often (3 times a day); no changes were made to her medication. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 07/26/2023 and test strips were opened a few days prior to call. The meter memory was not reviewed for previous test result history.